Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached. The detached guide catheter was kinked and bent. The push catheter was kinked and bent in several locations. The pull wire was kinked and bent in several locations throughout. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, most likely some anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends the device would become unable to deploy stent. Continued effort to deploy the stent would cause detaching of the guide catheter. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the physician noticed that the guide catheter was broken and was seen hanging out from the fully deployed stent. The guide catheter was successfully removed with the use of forceps thus completing the procedure while the stent remains implanted at the patient's common bile duct in good position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the physician noticed that the guide catheter was broken and was seen hanging out from the fully deployed stent. The guide catheter was successfully removed with the use of forceps thus completing the procedure while the stent remains implanted at the patient's common bile duct in good position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.